Event description:
It was reported that patient underwent knee procedure utilizing oss components on (B)(6) 2008. Patient returned to clinic with pain in (B)(6) 2010 and radiographs reveled the femoral stem was fractured. Subsequently, patient was revised in a two stage procedure on (B)(6) 2010 where a portion of the stem was removed. The remaining portion was unable to be removed at that time due to bony in-growth. Additional procedure was performed one week later to remove the remaining portion of the stem and perform femoral allograft.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B)(4).